Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter. During the procedure, the admiral xtreme shaft broke. Difficulties were encountered removing the admiral xtreme and a surgical cut down was performed to remove the device. The patient was reported to be ok and no further clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause is undetermined, limited information); no results available since no evaluation performed (device or procedural images not provided for review); none (no device received for evaluation). Conclusions: (root cause is undetermined, limited information) (B)(4).